Event description:
A surgeon reported a patient with a refractive surprise one week following intraocular lens (iol) implant surgery. The surgery was reported to be a refractive lens exchange (clear lens extraction) with limbal relaxing incisions. In a follow-up, the surgeon reported that the iol was eventually exchanged and visual acuity one day post-exchange was 20/60 and j10.

Manufacturer narrative:
Product evaluation: investigation is in progress. Results from the product history record review indicated the product met release criteria. No malfunction can be determined at this time. There has been one other complaint reported in the lot number. Root cause: root cause analysis is in progress. Additional information was requested on (B)(4) 2010 by phone, fax, and mail. Additional information was received by phone on 12/16/2010. (B)(4). This report was mailed to FDA on: 01/07/2011. (B)(4).